Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have electrical and fiberoptics defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, they have installed two endoscopes and neither were recognized by the system. Technical support engineer (tse) had them clean both scope connectors and still not recognizing the endoscopes. Tse had her hard power cycle the vision tower and clean the endoscope controller (ec) connector and still not reading the scope. The customer retrieved a third endoscope and still blue led for scope scope isn't lighting up and scope was not recognized. Tse had the customer check and hard power cycle the ec and the system post error caused by tripping breaker. The system was powered back on and still not seeing the scope. The procedure outcome was unknown, there was no reported injury.